Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the power cord for the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The power cord was returned to the manufacturer for evaluation. Testing found there was an open in the ground wire. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system restarted without prompt from the user. It was noted that the issue occurred during testing on the navigation system. There was no patient present when this issue was identified. No additional information was provided.